Event description:
Per the information provided to co by the physician's office, the device was removed due to "leakage", secondary to a "tubing break at the pump strain relief/tubing junction". As reported to co, the entire device was removed and replaced with another co 2-piece inflatable penile prosthesis. 4/28/97 - upon receipt of additional information provided by the physician/surgeon, he stated,... "The device was removed due to failure to function. Split tubing was observed during the procedure".